Event description:
Caller reported a cartridge alarm, but there was no adverse impact to the customer's blood glucose level. Cts confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. The pump was under warranty, and a replacement pump was sent to the customer, who was instructed on returning the problematic pump and programming the settings into the replacement. Cts confirmed the customer's understanding and finalized the process without requiring a delivery signature.